Event description:
It was reported that patient had postoperative stretching deficit at the end of 2018. Mobilization and arthrolysis under anesthesia is planned to treat the event.

Manufacturer narrative:
The device was used in treatment. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified a similar event, this issue will continue to be monitored. The risk assessment released at the time of the complaint was reviewed and it notes the intended use, indication for use, and design assumptions of the navio system. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. We could not confirm if there was a relationship established between the reported event and the device. The reported device, the log files, the screenshots or the patient archive were not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. Discussion with the reporter found that no further information would be provided by the hospital or the surgeon. The only feedback given from the surgeon to the reporter was "the treatment was continued at an expertly, there is no need for extraordinary treatment.". The root cause was undetermined after investigation. Per complaint details, this represents a procedure/post-op complication and does not support a definitive device malfunction. Arthrofibrosis is a known potential post-operative complication. Reportedly, mobilization/arthrolysis (mua) was planned; however, confirmation of a performed procedure had not been received. Based on the information provided, the patient impact beyond the reported arthrofibrosis and planned/possible future interventions could not be determined.